Event description:
It was reported that the universal oscillating saw attachment pins attached to the blade were broken. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/15/2011. Evaluation of the device observed that the pins were no longer attached to the mounted drive shaft. The cause of the reported issue undetermined. The device was serviced and returned to the customer.